Manufacturer narrative:
Investigation results: the complaint device was received for product analysis. A visual inspection of the device reveal that the device was split in two pieces. Body of the guidewire was kinked, the observed kink on the body was measured from distal to proximal. Microscope inspection revealed the spring tip was bent. The total length of the guidewire was measured and found to be 130.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This means that the overall length returned was between the specification. Additionally, the distance where the detachment was found is the following: 51.4 inches. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. This conclusion is supported by the following objective evidence: regarding the reported issues of guidewire difficult to track over wire, guidewire kinked and the additional failure. Analysis of the returned device concluded that the body was kinked, the spring tip was bent and the guidewire returned split in two pieces. These kinds of failures can be attributable to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the observed damages. Furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. (B)(6)

Event description:
Reportable based on device analysis completed on 08may2026.it was reported that the rotalink plus burr was not able to load into the wire.a rotawire ic was selected for use. During the procedure, while loading the rotalink plus burr on rotawire, the wire was observed to bent. The physician was not able to load the burr onto the wire. The procedure was completed using another of the same device. There were no patient complications.however, device analysis revealed the guidewire was detached.